Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported after the patient was implanted a new system on (B)(6) 2023, that the old system was explanted on an unknown date for an unknown reason. Investigation was unable to determine any further details regarding the system that was explanted.